Manufacturer narrative:
Date sent: 10/15/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colon procedure, after reloading, the cartridge fell out of the instrument. It could be removed. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.